Event description:
It was reported that this pacemaker appeared to be exhibiting premature battery depletion. Device data was submitted to technical services for review. Engineering evaluation confirmed the device was depleting prematurely due to an abnormal increase in power consumption and device replacement was recommended for within 90 days. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that this pacemaker appeared to be exhibiting premature battery depletion. Device data was submitted to technical services for review. Engineering evaluation confirmed the device was depleting prematurely due to an abnormal increase in power consumption and device replacement was recommended for within 90 days. No adverse patient effects were reported. The device remains implanted and in service. The device was explanted and replaced about 10 days later. No additional adverse patient effects were reported. The explanted device was not returned for analysis.

Manufacturer narrative:
This report will be updated when additional information is received. If information is provided in the future, a supplemental report will be issued.